Event description:
Feeding pump keeps reporting low battery. When plugged in to wall still states low battery. Will not work again, feeding pump no longer in service due to hospital exchanged all patrol feeding pumps.what was the original intended procedure?no patient involved.device #1is this a laboratory device or laboratory test?no.